Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).

Event description:
N/a.

Manufacturer narrative:
UDI # is incomplete as the catalog#, lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted complaint record ID # (B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after one hour of intra-aortic balloon (iab) therapy, it was noted that the value of the blood pressure signal input by the optical sensor was different from the blood pressure value collected from the arterial line. (Augmentation pressure: a-line (transducer) value was 120mmhg for the optical sensor value was 80mmhg). The iab could be used as it was since there was no problem with the drive. Blood pressure values were monitored by the arterial line values. The iab was removed on (B)(6) 2023. There was no patient harm or adverse event reported.